Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual evaluation could not be performed. The source of the debris cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history found no additional related issues for the reported part and part lot combinations. Medical records were not provided. The event is not confirmed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This event was initially reported under a different manufacturer number in MDR: 0001822565-2025-01571.

Event description:
It was reported a hair was found inside the implant packaging. No patient harm or impact was reported.